Event description:
Boston scientific received information that during a routine follow up in clinic, this right ventricular (rv) lead exhibited high pacing impedance measurements greater than 2,500 ohms. An invasive procedure was performed. The lead was capped and surgically abandoned and a new rv lead was successfully placed. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.